Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd perfusion¿ syringe leaked past the stopper. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. DHR of lot 1701274p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak testing is done to every syringe. In case any fails, it is rejected automatically to scrap. Ten retained samples of 50pf x 14g x 1 ¼¿¿ lot 1701274p were evaluated. Upon visual inspection of these retained samples, no damage or molding defect was observed in any of their components that could cause leakage. The stopper was correctly assembled to the plunger in the ten samples. Leak test was done with these ten retained samples according to according to procedure pc-039 and iso 7886-1 annex d. The ten samples meet iso 7886-1 annex d. They were also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: this issue is not related to a manufacturing defect. Since no damage or molding defect has been observed in the pictures received, and the retained samples evaluated meets iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined.